Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection. All available information indicates that as of this time, the ra lead remains in service. There were no adverse patient effects reported. There were no adverse patient effects reported.